Event description:
The device will be returned via the affiliate office. The sales representative reported the intensive care unit technician stated the catheter did not zero prior to insertion. No patient contact was reported.